Event description:
It was reported that the patient had been diagnosed with an oversized heart. The patient presented in the ER with lightheadedness. A decrease in impedance, low sensing, and and high capture threshold were found. Fluoroscopy showed the helix of the lead was bent and over-extended. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. All electrical measurements were normal.